Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1741 ml, indicating the home patient (hp) drained 1741 ml more than their programmed fill volume of 2500 ml. This information gave a total drain volume of 4241 ml, which meets iipv criteria. According to the nurse she was not aware of the patient's excessive drains as he did not report having any difficulties. The patient received a new cycler and has resumed therapy without patient injury or medical intervention. According to the patient he recalls draining 4241 ml, however, does not recall any details of this event. A new device was received and has resumed therapy with no further issues.